Event description:
The customer reported that air was sucked into the tubing sys, probably when removing the front at the attachment. The pt's treatment had to be interrupted. Pt info is not available at this time. Caridianbct is awaiting the return of the disposable set for eval. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). Investigation evaluation and corrective actions are in process. A f/u report will be provided.

Manufacturer narrative:
Cardinal internal ref = (B)(4). This report is being filed to provide add'l info. The spectra disposable set was received. The inlet and return luers were no longer attached, therefore the leak testing of these parts was not possible. The remainder of the set was verified as assembled correctly. There were no disposable defects, no leaks at the manifold, and no leaks / occlusions were noted.